Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 3-4. The second clip delivery system (cds 71103u186) was advanced to the mitral valve. It was noted that imaging was very challenging due to the slanted heart. The clip was deployed; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr remained at 3-4. Two additional clips were implanted for stabilization. A total of 4 clips were implanted, reducing mr to 2, with a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment appears to be due to a combination of patient morphology/pathology (restricted posterior leaflet and a slanted heart) and user technique/procedural circumstances (difficulty visualizing the clip). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.